Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA/510(k)#:k023331 and bk050036. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer sst ii advance plus blood collection tubes, the device experienced erroneous results. This event occurred 16 times. The following information was provided by the initial reporter. The customer stated: this is a report about high values of rpr tests for syphilis with sst ii tubes (B)(4). The customer reported as follows: the rpr test (for syphilis) was performed using sst ii tubes (B)(4) and the results showed high values ranging from 0.5 to 0.9 in all of 16 samples. We have seldom experienced 0.5 or higher values. Values of 1.0 or higher are rated as positive; the above results are negative but close to the positive value and there may be something wrong. Shino-test corporation's reagent was used for the test. Please perform a function test using blood and with the shino-test' reagent or the other reagents for syphilis rpr test; it would be great if the shino-test' reagent can be used for the test; however, when it isn't available, the other reagent for syphilis rpr test would be fine.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced erroneous results. This event occurred 16 times. The following information was provided by the initial reporter. The customer stated: this is a report about high values of rpr tests for syphilis with sst ii tubes (cat#367528). The customer reported as follows: the rpr test (for syphilis) was performed using sst ii tubes (cat#367528) and the results showed high values ranging from 0.5 to 0.9 in all of 16 samples. We have seldom experienced 0.5 or higher values. Values of 1.0 or higher are rated as positive; the above results are negative but close to the positive value and there may be something wrong. Shino-test corporation's reagent was used for the test. Please perform a function test using blood and with the shino-test' reagent or the other reagents for syphilis rpr test; it would be great if the shino-test' reagent can be used for the test; however, when it isn't available, the other reagent for syphilis rpr test would be fine.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. It is inherent in immunoassay calibration curves (and especially as in this method of turbidity measurement) to have a degree of variation. This customer has reported their observations of ¿higher than normal¿ absorbance readings with sstii tubes vs sst. Various factors listed in the product insert include the following: freezing and thawing of specimen, bilirubin, rh factor, hemolysis, etc. Preanalytical variation is a common issue in many assays of this type. The customer¿s observation of variation in absorbances, without a change in the final result interpretation, is not uncommon. It is the precise reason for the generous range for negative absorbance. This complaint is not confirmed for ¿higher than expected¿ results. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode higher than expected results. Bd was not able to identify a root cause for the indicated failure mode.